Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent procedure, while using the plasmablade device, the patient experienced tissue damage and the tissue was burned in a few different locations. The degree is unknown and no interventions were reported for the patient.